Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
The event involved a kit, 3 ext sets w/5-gang stopcock, 17 clave¿, 3 stopcocks and it was reported that leak was identified on the extension at the level of the first valve after the distal end. There is no reported patient involvement.

Manufacturer narrative:
The event was determined not to meet the manufacturer¿s reportability criteria because the device did not cause or contribute to a death or serious injury, nor did the malfunction present a risk that would be likely to cause or contribute to a death or serious injury if it were to recur.

Event description:
Updated information: saline solution was used. The incident occurred during priming. No patient involvement, no human harm. No special precautions since it was saline solution.

Manufacturer narrative:
B5: updated information.

Event description:
Updated information: saline solution was used. The incident occurred during priming. No patient involvement, no human harm. No special precautions since it was saline solution.